Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: surgeon's name? Dr. (B)(6). Provide the patient's age, weight, and bmi at the time of the index procedure - this information is not available. Please clarify the review date (19-mar-2024). It is validated with the head of surgery and reports: the care of patient was carried out on (B)(6) with a re-consultation on (B)(6) (omit the care information in the month of (B)(6)). What was the state of the tissue (normal, thin, calcified, fragile, diseased)? - I do not have information. How was the suture placed (interrupted or continuous)? - they always use continuous technique, sometimes american technique, in other cases they use subdermal technique how was the suture tied (square knot or multiple knots at one end)? - there is no information on specific cases. What dehiscent tissue? - the skin. Does anyone know how the wound was dehisced? Have the sutures become untied, torn, or detached from the tissue? - no information available. Were there any patient stressors that led to the suture becoming untied, breaking, or coming out of the tissue? - no information available date/time of onset of dehiscence? (# days after the operation) - according to the report: procedure: exploratory laparatomy + salpingectomy performed on (B)(6), 2024 where prolene 3-0 is used to perform skin suture. The patient consulted on (B)(6) (13 days after surgery) due to suture dehiscence. How was the dehiscence managed? Reason for consultation: the cesarean section was opened - current illness: laparotomy on march 6 due to ectopic pregnancy without response to medical management, she states that today in the check-up they told her that she had the wound open - no bleeding, no fever, no purulent discharge. Describes any surgical interventions required for wound dehiscence, including the date and findings. Did the surgical surgeon observe any suture deficiencies or abnormalities before, during, after suture placement, or during any reoperation? I do not have information describe the appearance of the suture during the second procedure. - I do not have information. What symptoms did the patient experience after the index surgical procedure? Start date? - only the information provided in the previous questions is available. Any other relevant patient history/concomitant medications/previous surgeries? - no information is available. Any history of wound dehiscence or diabetes? - no information is available. What is the physician's opinion regarding the etiology or contributing factors to this event? - they only say that it is something that has become frequent. What is the patient's current status? - no information available. Product code and lot number? - this information is not available. However, in the institution they usually use proleneblue3-0 45cm1ps-1 pr ref. P8663t for skin suturing. The lot is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Surgeon¿s name? Please provide the patient's age, weight, bmi at the time of index procedure. Please clarify the revision date ((B)(6) 2024)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications/ previous surgeries? Any history of wound dehiscence or diabetes? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used to suture skin. The patient consulted 13 days after surgery due to suture dehiscence. Obstetrician's note: reason for consultation: the cesarean section was opened - patient reports that today during the check-up he was informed that the wound was open. Additional information was requested.